Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that whilst using the diagnostic mobile programmer application, the programming of the implantable cardiac monitor (icm) was not completed at the time of implant. It was noted that the detection and parameters were not selected to be on. It was further noted that the patient revisited the clinic to have their device reprogrammed to resolve the issue, attempting firstly with a non mobile programmer and completing the programming using a diagnostic mobile programmer application. The application remains in use. No patient complications have been reported as a result of this event.